Event description:
It was reported that the patient underwent a carotid endarterectomy and was still in the operating room when it was noted that the neck was swollen significantly. It was determined that there was bleeding with an estimated blood loss of 500cc. The patient was re-anesthetized and opened and a suture breakage was noted. A continuous stitch had been used. The area was re-sutured. The patient was discharged the next day with no further complications reported.